Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-01458, 1627487-2022-01459. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their system was explanted to due to pain at the ipg site and a lead that was fractured. It is unknown which lead was fractured so both are being reported.